Event description:
The customer reported that the system displayed a error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The generator and table circuit boards were reseated. The flash memory was reloaded. The system was tested and operates as intended.